Manufacturer narrative:
Manufacturer's report date: 02/18/2015. (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the patient was being moved and the tubing got caught on something, which led to the silicone segment separating from the upper fitment. The IV fluids leaked onto the floor. There was no report of patient harm or medical intervention. No additional patient or event details were provided by the customer.